Event description:
It was reported that the battery experienced a power loss and can not be powered on. After 24 hours of charging the pump would still not turn on. After using ac power the pump was able to be powered on but then switched off automatically and the screen went black. This malfunction was found during incoming inspection. No patient involvement reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The reported complaint of a "battery failure" is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.

Event description:
It was reported that the battery experienced a power loss and can not be powered on. After 24 hours of charging the pump would still not turn on. After using ac power the pump was able to be powered on but then switched off automatically and the screen went black. This malfunction was found during incoming inspection. No patient involvement reported.